Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to turn on the insulin pump. Customer reported receiving an unexpected restart alarm on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated the alarm was recurring during normal insulin pump use. The customer stated the alarm did not occur after inserting a new battery. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corner, and a missing end cap sticker.